Event description:
The facility representative reported to baxter global technical services one colleague infusion pump in which failure code 808:07. The reported condition occurred during delivery. According to the hospital representative there was no patient involvement, injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. No additional information is available.

Manufacturer narrative:
The reported condition of failure code 808:07 was confirmed but not duplicated due to a faulty pump head module. The pump head module was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).